Manufacturer narrative:
This gastrointestinal (gi) bleed was previously reported within medwatch MFR report # 2916596-2017-03332. This report was submitted to provide the additional treatment of cauterization not previously reported. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 due to gastrointestinal (gi) bleed. The patient reportedly did not present with signs or symptoms. An esophagogastroduodenoscopy (egd) was performed and stool was guaiac (B)(6). The patient was treated with unspecified transfusion and cauterization. The gi bleed resolved on (B)(6)2017.

Manufacturer narrative:
Device evaluation: the patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.